Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support as escalation of care from an impella cp device. Abiomed complaints received a notification via abiomed's long-term outcome and quality indicator impella registry reporting the patient endured non-sustained ventricular tachycardia (recurring) with a "definite" relationship to the impella device used. ¿the patient developed recurring runs of non-sustained ventricular tachycardia and singular ventricular extra systolic beats. Antiarrhythmic drugs started¿. The patient outcome is not known at this time.

Manufacturer narrative:
The investigation into the vf/vt/af/at (non-sustained ventricular tachycardia and singular ventricular extrasystole beats) issue has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined.